Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeling downstream occlusion seal and a loose air detector. The device was not repaired as it was deemed to be beyond economical repair. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was broken pca port, however, the device evaluation found a peeling downstream occlusion seal. The event occurred during preventive maintenance. There was no patient involvement.